Event description:
The explanted lead was received on (B)(6) 2012, and product analysis was approved on (B)(6) 2012. An analysis was performed on the returned lead portion and the reported "explanted / due to lead break / high impedance" allegations were not confirmed. Note that the electrode section was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. An evaluation and resulting commentary cannot be made on the portion of the lead that was not returned. It is still unclear if the generator was also explanted. Attempts for additional information have been unsuccessful.

Event description:
On (B)(6), 2012, it was confirmed that the patient only underwent lead revision during the surgery.attempts for additional information have been unsuccessful.

Manufacturer narrative:
Only a portion of lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that this vns patient had high impedance. It was stated that the patient would undergo lead revision surgery. The physician did not intend to change the generator because the implanted generator was one year old. On (B)(6), 2012, it was reported that the patient was scheduled for a full revision. It was confirmed that the patient underwent generator and lead replacement on (B)(6), 2012. It is unknown why the patient's generator was replaced. Attempts for additional information have been unsuccessful to date. Attempts for product return are underway.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.